Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, the atrial lead was difficult to remove from the device header so the surgery was prolonged. The device was finally replaced and the lead remains in service. The patient's condition is fine.